Manufacturer narrative:
Evaluation summary: the x-ray demonstrated heavy calcification on leaflets 1, minimal calcification on leaflet 2, and moderate calcification on leaflet 3. Commissure 3 was slightly bent, and wireform remained intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect, and 1mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. All three leaflets were observed to be thickened and swollen near the commissures. Leaflet 1 had two tears of approximately 6mm near commissure 1 and 7mm near commissure 2. Leaflet 2 had two tears of approximately 4mm near commissure 2 and 5mm near commissure 3. Additional manufacturer narrative: customer report of stenosis, calcification, and leaflet tear was confirmed. Report of regurgitation was visually confirmed due to leaflet tears. Calcification, thickened tissue, and host tissue restricted leaflet mobility and led to stenosis. Calcification and thickened tissue was evident at the tear regions. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The device was returned for evaluation, the evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this pericardial valve, implanted approximately seventeen (17) years, was explanted due to aortic stenosis and regurgitation secondary to calcification and leaflet tear. The valve was originally implanted for aortic valve replacement at a different hospital. The valve was explanted and replaced with a 21mm valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ at ICU. The valve was returned for evaluation. Multiple cardiac surgery procedure: CABG at explant.